Manufacturer narrative:
(B)(4). Upon further review, the customer issue is not associated with remedial action reporting number 2919069-8/6/07-004-c. The re-submission of this follow up report was required, as the FDA was unable to verify receipt of the original -01 follow up submission for this complaint.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" errors generated from the cell-dyn sapphire hematology analyzer. The abbott customer technical advocate suggested the customer clean the syringe and cycle the power to the analyzer. The cta followed up with the customer and the customer reported the issue was resolved. The customer reported there was no impact to pt management.